Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump did not recognize multiple cartridges during the load process. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.